Event description:
It was reported that the patient was asymptomatic. It was noted that the right atrial (ra) lead was dislodged. The ra lead was explanted. A replacement ra lead was not implanted. The physician did not suspect the ra lead was faulty. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.